Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with bacteremia (corrynea): driveline positive for serratia and diphthroids. Patient was started on IV vanc and cefepime. The patient decided he wanted to transition to palliative care, do not resuscitate (dnr) instated, implantable cardioverter defibrillator (ICD) deactivated and patient was discharged home on (B)(6) 2022 with no antibiotics and palliative care.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated that the patient passed away on (B)(6) 2022 due to the ongoing driveline infection. The patient's outcome was device or device therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.